Manufacturer narrative:
Follow-up #1 date of submission 11/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed dates from (B)(6) 2015. No evidence of a power loss was observed. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had damaged threads and was cracked. The cap was unable to tighten on to the pump; however, the pump was able to power on with the returned battery cap. The pump powered on with the test cap and was exercised for 24 hours with no power issues. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.